Event description:
The patient needs a revision due to a possible lead issue. She was scheduled for the procedure on friday however her insurance has not yet approved it yet. Additional information has been requested.

Event description:
The health care provider that confirmed that the extension migrated and the patient experienced a return of symptoms. Cause of migration was unknown. Fluoroscopy was used to place a new lead more medially to get more superior functioning results. The old lead was explanted. On (B)(6) 2012 the patient experienced pain at the wire site. The programs were changed from bipolar current to unipolar current. The patient was put on program 2 at 0.2 and pw was increased to 330. The stimulation was felt rectally. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Nted: (B)(6) 2011, explanted: unk. Lead: model 3037, lot# unk, serial# (B)(4), implanted: unk, explanted: unk.